Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during use of a folfusor lv (large volume). This was further described as the device under infused by approximately 50ml. As a result, the patient did not receive the full dose as prescribed. The device had been filled with piperacillin/tazobactam,18 grams plus citrate buffer in 230ml sodium chloride 0.9% for an expected infusion time of 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the device was manufactured from july 14, 2021 - july 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.